Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit gradually rising in shock impedance measurements greater than 125 ohms, with measurements averaging approximately 140 ohms. It was noted that the patient had received a 41j shock with a delivered shock impedance of 123 ohms. The technical services (ts) discussed troubleshooting options and programming considerations, such as possible lead revision versus commanded 41j shock. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit gradually rising in shock impedance measurements greater than 125 ohms, with measurements averaging approximately 140 ohms. It was noted that the patient had received a 41j shock with a delivered shock impedance of 123 ohms. The technical services (ts) discussed troubleshooting options and programming considerations, such as possible lead revision versus commanded 41j shock. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-d system was explanted because it was unsuccessful in converting ventricular fibrillation (vf). The patient presented to the emergency room (ER) after feeling symptomatic with the vf, and it was noted that the patient had a left ventricular assist device (lvad) system. This crt-d system provided appropriate tachy therapy and therapy was exhausted. Subsequently, this crt-d system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported.